Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic lobectomy procedure, while firing the device made a strange noise, resulting to a poor staple formation. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.